Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned. Lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
On june 27, 2007, the lay-user/reporter contacted lifescan alleging that the pt could not test her blood glucose, because a one touch ultra meter was giving "error 3" and "error 4" messages. It is not known when the alleged error messages started appearing or how long the pt was unable to test her blood glucose for. The pt reportedly had symptoms of feeling sleepy, tired, sweaty, and shaky. The reporter stated that the pt did not know if her blood glucose "was up or down". After attempting to test her blood glucose with the reported meter, the pt ate fruit and then asked the reporter to take her to a hospital which was in 2007. The pt was in the hospital for about 30 minutes to an hour. The reporter did not know if the pt's blood glucose was tested in the doctor's office. The pt informed the reporter that she was given orange juice in the doctor's office. It would have been helpful to know the following information: when the error messages started, her testing frequency, what her normal/expected blood glucose levels are, her medication and diabetes management regimen, if they made any changes to the regimens, because of the meter issues, and when the symptoms started. In addition, it would have been helpful to know if the orange juice helped to relieve her symptoms, what blood glucose result was obtained at the hospital, if she still had symptoms in the doctor's office, and if any changes were made to her medication regimen after the doctor's visit. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the reporter alleged that the pt was unable to test her blood glucose for an unknown period of time, because of the reported meter issues. The pt reportedly had symptoms suggestive of hypoglycemia, sought medical attention, and received treatment to raise her blood glucose level.